Event description:
It was reported by the user facility that the drill experienced a bias-current error. There was no user injury reported, and no other adverse consequences alleged with this event.

Manufacturer narrative:
The reported bias current-error was not duplicated, however, during the quality investigation overheating was discovered. An eval of internal components revealed that the rotor was displaced and rubbing against mating components. In addition, the bearings were found to have insufficient lubrication. These conditions can result in friction and heat generation.